Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the right ventricular (rv) outputs of this pacemaker were increased from 2.5v @ 0.6ms to 4.0v @ 1.0 ms. Following the reprogramming the battery life estimate changed to two years remaining, however the battery status remained the same at beginning of life (bol). Technical services (ts) recommended a memory download for further analysis. No adverse patient effects were reported.

Event description:
Additional information states that this device has been removed from service with a reason of normal battery depletion. No other complaints have been received since the initial complaint. No memory upload was received. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.